Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the initial concern is resolved - unable to establish contact at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 406 mg/dl fasting. The customer's expected fasting blood glucose test result range is 195 - 200 mg/dl. Customer was also concerned with non-fasting results obtained of 465, 389 and 433 mg/dl; an expected non-fasting test result range was not provided. During the call a back to back blood test was not performed by the customer. Customer was having difficulty troubleshooting, so she wanted to call back when her brother was available to assist. The product is stored according to specification in the bedroom. Customer did state that two test strips had been left out of the vial and that she had discarded those two strips. Customers remainder of strips were not left out of the vial for too long. The test strip lot manufacturer's expiration date is 05/30/2019 and test strips were opened one week ago. The meter memory was reviewed for previous test result history (date/time not set on meter): (B)(6).